Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via voice mail that the customer had high blood glucose levels. The customer states putting in a new set and having breakfast, and when they tested their blood glucose levels, they were 437mg/dl. The customer states treating the high levels with manual injection and was going to monitor her levels. Nothing is being returned or replaced at this time.